Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The (B)(6), pharmacist and risk manager of the hospital, reported the following event to the (B)(4): "during a knee prosthesis implantation, the screw fractured. Implant + cement removed. Another device from same part reference was impacted + cement. Intervention time extended."

Event description:
The pharmacist and risk manager of the hospital, reported the following event to the ansm : "during a knee prosthesis implantation, the screw fractured. Implant + cement removed. Another device from same part reference was impacted + cement. Intervention time extended." Update: pharmacist and risk manager of the hospital, reported the following event to the ansm : "during a knee prosthesis implantation, the screw fractured. Implant + cement removed. Another device from same part reference was impacted + cement. Intervention time extended."

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon augment was reported. The event was not confirmed by product inspection. Clinician review: not performed as the no medical records were available for review. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during a knee prosthesis implantation, the screw of the augment fracture. Visual inspection of the returned device noted that cement is present on the screw and the surface of device. No major damages observed on the device. Examination of the returned device by a material analysis engineer indicated that the observed on device consistent with in-service use and attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.